Manufacturer narrative:
(B)(4). Implanted on an unknown date in 1988. Reported event was confirmed with x-rays provided. Review of the available records identified the following: extensive lucency reflecting osteolysis was observed at the proximal femur and at the acetabular implant margin. Osteopenia was noted. No further evaluation was possible with the images provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01875. 0001822565 - 2020 - 01794.

Event description:
It was reported the patient underwent initial left tha. Subsequently, the patient was revised approximately 32 years later due to eccentric poly wear and osteolysis in acetabulum. The liner and cup were removed and replaced. No further event information available at the time of this report.